Event description:
Customer reported to beckman coulter, inc. That the unicel dxc 600 synchron system (dxc 600) generated an erroneous glucose result. The erroneous result was reported out of the laboratory. The doctor questioned the result and requested a finger stick test. The original sample was rerun and a corrected result was issued. Customer reported that patient treatment was not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment.

Manufacturer narrative:
Method code: the customer did not indicate on-site service from bec. Conclusions: bec analysis of the quality control data indicates quality control was passing at the time of the event.